Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged and had elevated threshold measurements. This lead was surgically repositioned. No adverse effects were associated with the lead revision procedure.